Manufacturer narrative:
It was reported that the "foot screw that screws into the bottom of the leg of the cane is stripped and continues to fall out". There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that the "foot screw that screws into the bottom of the leg of the cane is stripped and continues to fall out".